Event description:
Related manufacturer reference numbers: 2017865-2022-03104. It was reported that the patient presented in clinic with diaphragmatic stimulation. Upon interrogation, it was found that the right ventricular (rv) lead had caused diaphragmatic stimulation. Magnetic resonance imaging (MRI) was performed the following day. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) went into backup operation due to MRI. Programming changes were made and the ICD was restored. Patient condition was stable.